Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. Additionally, it was determined that calibrations were entered during a period of rapid rate of change. The probable cause was determined to be improper calibration during a rapid rise or fall. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.